Manufacturer narrative:
The patient's electrode belt was not returned for evaluation. There is no report of any device malfunction. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) male patient developed a skin irritation in which his physician prescribed a cream. Follow up indicated that the irritation was improving with the cream.